Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
Pulsavac system didn¿t work as usually. The blue ring to lock the nozzle on the handpiece opened during use with result that the blue ring fell in the operating area. The pieces were successfully removed from the wound. No delay occurred during the surgery. No additional patient consequences were reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). The device history record (DHR) for 00515047601 lot number 29573465, review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. On 18 january 2019, it was reported from noordwest zhg alkmaar that the blue ring to lock the nozzle on the handpiece opened during use with result that the nozzle and the blue ring fell in the operating area. On 22 november 2018, a returned product investigation was performed on the 00515047601. The physical evaluation revealed that the blue locking ring did not retain the tip, and there was a gap in the top of the gun. The results of the returned product investigation have confirmed the reported event. While the returned product investigation confirmed that (B)(4) locking ring was not retaining the tip, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. This issue will be further evaluated. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional information received.